Event description:
It was reported to medtronic neurosurgery that during a vp shunt placement, it was noticed that air bubbles seemed to be appearing near the snap reservoir. The physician stated that the shunt appeared to be ¿sucking air.¿ the shunt was disconnected and then reconnected. The same apparent problem was noticed. The shunt was explanted and replaced with another shunt system. This new shunt worked as planned. The case was delayed approx. 14 minutes during this replacement/explant process. The case went according to plan after this and there was no negative patient impact other than the delayed time.

Manufacturer narrative:
The valve and integral peritoneal catheter were both patent. They both met requirements for the leakage tests. The valve met all of the requirements for the siphon and pressure-flow tests. The valve however did not meet requirements for reflux test. Proteinaceous debris was observed in the interior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open, resulting in fluid reflux. A review of the mfg records showed no anomalies. All valves are 100% tested at the time of MFR.